Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's keys of the open and close of the device had a failure. The status, model and serial number of the device are currently unknown. No patient complications have been reported as a result of this event.